Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have a broken conductor wire at the proximal end. The instrument failed the electrical continuity test, indicating an interrupted electrical pathway between the instrument pins and grip tips. The continuity test was performed on each grip and current flow was not detected across one grip tip. Upon disassembling the instrument, the conductor wire was found to be broken at the proximal end, inside the main tube. The complaint was confirmed by failure analysis. The probable root cause of the conductor wire being broken at the proximal end is attributed to the manufacturing process. Breakage can result from pinched or kinked wires. This issue of loss of cautery due to a broken conductor wire can be resolved by using an alternate instrument to complete the procedure.

Event description:
It was reported that during a da vinci-assisted pulmonary segmentectomy surgical procedure, the maryland bipolar forceps was not passing energy. The procedure was completed with a backup maryland bipolar forceps with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information: no arcing was observed. The instrument didn't work from the start. The customer changed the cable and it still didn't work, so they changed it for another maryland bipolar forceps because in this type of surgery only the doctor uses two cadiere and one maryland forceps.

Event description:
Refer to h11 for follow-up information.